Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the issue has been resolved and the patient was receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain, failed back surgery syndrome, and spinal pain. The reason for call was rep said intra-op impedance was 800-1000 ohms range, but now that patient is post-op the impedance is all greater than 40k ohms. Reviewed with rep. That since impedance changed, something happened between closing and post-op. Rep said he heard the clicks from the torque wrench but doesn't remember if hcp tug slightly on the lead to confirm that it was secure. Rep to test impedance again later this afternoon. Hcp replaced the neurostimulator and lead to make system surescan. No patient symptoms were reported. Additional information was received from the manufacturer representative (rep). The cause is still undetermined, though fluid in the epidural space is highly suspected to be the cause of the high impedances. I went back monday afternoon at 3:30 and then came back again at 8:30pm to program the patient and by evening I was able to program off of 4 contacts. Issue is currently not resolved but the hope is that the impedances continue to clear up. I was able to provide effective therapy in some of the patient¿s painful areas, but not all. Asked about patient weight but it was unknown and would not be made available. The physician is aware of the situation but has no further information outside of him seeing a lot of fluid in the epidural space during the procedure and he feels it will clear up.